Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') in an adult female patient who had essure (batch no. D19859-not valid, d19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "hysteroscope with endometrial ablation novasure". The patient's medical history included bipolar disorder, benign essential hypertension, bronchitis asthmatic (unspecified asthma severity, uncomplicated), obstructive sleep apnea syndrome, nicotine abuse, morbid obesity, heavy periods (heavy menses with severe cramping due to fibroids for "years"), fibroids, uterine dilation and curettage (has had a dilation and curettage in 2011.), stress test, arthritis, asthma, cervical discharge (cervical discharge surgery), orthopedic procedure (wrist surgery), hernia repair, cesarean section, polymenorrhoea, uterine leiomyoma, dysplasia of cervix (uteri), thrombus (received in formalin labeled and designated "endometrial curettings" is a 2.7 x 2.2 x 0.2 cm aggregate of tan-pink soft tissue fragments, clotted blood and mucus.), shoulder pain, neck pain, spotting vaginal, stomach pain, fibromyalgia, endometrial biopsy (which showed benign tissue), uterine bleeding, ovarian cyst, pelvic adhesions and dysfunctional uterine bleeding. Family history of bleeding disorder ¿ noted (B)(6) 2016 hypertension- mother, father negative for intraepithelial lesion or malignancy. Concomitant products included diclofenac for pelvic pain female as well as cyproterone acetate;ethinylestradiol (minerva), hydrochlorothiazide (hydrodiuril), lamotrigine (lamictal), lurasidone hydrochloride (latuda), norethisterone (micronor) from (B)(6) 2016 to (B)(6) 2016, norethisterone (ortho micronor) from (B)(6) 2018 to (B)(6) 2019 and prednisone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and post procedural complication ("post removal complications"). The patient was treated with surgery (total laparoscopic hysterectomy with da vinci and bilateral salpingo-oophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the psychological trauma, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscope bilateral tubal occlusion with essure. The device was placed into the right ostia first and 4 trailing coils were visualized. The second device was placed into the left tubal ostia and 3 trailing coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Smear cervix - on an unknown date: encounter for gynecological examination without abnormal finding thinprep pap smear. Concerning the injuries reported in this case the following events were reported from medical record: endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event ¿post procedural complication¿ was added. Events¿ pelvic pain, fatigue and genital bleeding¿ outcome were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D19859-not valid, d19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "hysteroscope with endometrial ablation novasure". The patient's medical history included bipolar disorder, benign essential hypertension, bronchitis asthmatic (unspecified asthma severity, uncomplicated), obstructive sleep apnea syndrome, nicotine abuse, morbid obesity, heavy periods (heavy menses with severe cramping due to fibroids for "years"), fibroids, uterine dilation and curettage (has had a dilation and curettage in 2011.), stress test, arthritis, asthma, cervical discharge (cervical discharge surgery), orthopedic procedure (wrist surgery), hernia repair, cesarean section, polymenorrhoea, uterine leiomyoma, dysplasia of cervix (uteri), thrombus (received in formalin labeled and designated "endometrial curettings" is a 2.7 x 2.2 x 0.2 cm aggregate of tan-pink soft tissue fragments, clotted blood and mucus.), shoulder pain, neck pain, spotting vaginal, stomach pain, fibromyalgia, endometrial biopsy (which showed benign tissue), uterine bleeding, ovarian cyst, pelvic adhesions and dysfunctional uterine bleeding. Family history of bleeding disorder ¿ noted (B)(6) 2016. Hypertension- mother, father. Negative for intraepithelial lesion or malignancy. Concomitant products included diclofenac for pelvic pain female as well as cyproterone acetate;ethinylestradiol (minerva), hydrochlorothiazide (hydrodiuril), lamotrigine (lamictal), lurasidone hydrochloride (latuda), norethisterone (micronor) from (B)(6) 2016 to (B)(6) 2016, norethisterone (ortho micronor) from march 2018 to march 2019 and prednisone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with da vinci and bilateral salpingo-oophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscope bilateral tubal occlusion with essure. The device was placed into the right ostia first and 4 trailing coils were visualized. The second device was placed into the left tubal ostia and 3 trailing coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Smear cervix - on an unknown date: encounter for gynecological examination without abnormal finding thinprep pap smear. Concerning the injuries reported in this case the following events were reported from medical record: endometrial ablation. Most recent follow-up information incorporated above includes: on 2-oct-2019: case was upgraded to incident. Essure removal date and procedure were added, medical records received. Patient's medical history was added. On 3-oct-2019: pfs received. Onset date of events were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.